Event description:
It was reported that during a patient incident, the device was showing all three icons (attention, service and charge-pak) and would not power on completely. After the reported failure of the device, CPR was performed for approximately 15 minutes on the patient until an ambulance arrived. At that time, the patient was transported to the local hospital for further treatment. The patient is currently in a coma and further information regarding their status is unavailable. A clinical evaluation of the reported incident concluded that it is unknown if the reported device failure contributed to the outcome of the patient.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to three electronically leaky filters, designators fl9, fl10, and fl11 from the analog pcb assembly. The leaky filters drained the internal hlc batteries of the device. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.